Event description:
It was reported that the tip of the driver instrument broke off in a surgical procedure. The surgeon was able to retrieve the fractured tip from the patient. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination and hardness check performed by a product engineer confirmed that the tip was fractured. Hardness evaluation found the part to have a hardness of 44.5-45.4 with normal specifications within 48-52.